Event description:
During an endoscopy procedure in the colon, a cook instinct endoscopic hemoclip was used. While the device was being advanced through the endoscopic, the clip came off the catheter in the channel of the endoscope. The physician used forceps to push the clip out of the endoscope into the patient, and left it to pass naturally. Another manufacturer's clip was used to complete the procedure successfully. The prematurely deployed clip was left to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The lot number could not be specified by the initial reporter, but they provided a possible lot number: w3474986, manufacture date 09/17/2014, expiration date 09/17/2017. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the potential lot number was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the potential device history record confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.